Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, operating currents, self-test and off no power. No blank display and no constant tone during testing. Unit was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display and insulin pump was beeping. The customer¿s blood glucose was 98 mg/dl. Troubleshoot was performed for blank display however the display did not return. Advised to discontinue use of the insulin pump and advised to revert to backup plan. The insulin pump will be returned for analysis.